Event description:
The surgeon reports performing uneventful cataract surgery with implantation of the crystalens iol in the left eye. Two days postoperatively the pt complained of glare, despite having a good refractive outcome. Approx 3 weeks postoperatively, the lens had vaulted slightly and the pt was prescribed topical cycloplegics which resolved the vaulting. Mild posterior capsule opacification was observed in the left eye, but not enough to warrant a yag capsulotomy. Pt continued to report glare, which was also present with pinhole. Pt has a mesopic pupil size of 6.9 mm. The surgeon plans to explant the crystalens and replace it with an iol model that has a larger optic size.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).